Event description:
On (B)(6) 2014 the patient contacted animas alleging that on (B)(6) 2014 he experienced elevated blood glucose (bg) reading ¿high¿ (>600mg/dl). The patient stated that the first bg reading that would give an actual value was 592mg/dl. The patient did not provide specific symptoms but stated that he ¿felt so bad¿ he thought that he ¿was gonna die¿. The patient stated that he took a correction injection to bring bgs down. The patient stated that the cannula was kinked, but the pump did not alarm for an occlusion. The patient confirmed that the occlusion sensitivity was set to ¿high¿. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia related to the pump not alarming when expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2014 with the following findings:a review of the pump histories did not show any occlusion alarms. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal patient use observed in the pump histories. The pump was exercised for 24 hours with no occlusions occurring. The force sensor calibration was found to be within specification. An occlusion was induced during testing, and the pump emitted the appropriate alarm. The pump passed flow accuracy testing and was found to be delivering within required specifications. No defect was found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.